Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up the right atrial lead was discovered to be dislodged. On (B)(6) 2016, the lead was repositioned. The patient was in stable condition post operation.